Manufacturer narrative:
This report was filed in error. This is a duplicate of 1043534-2013-00467.

Manufacturer narrative:
Investigation is not complete. Event code is addressed in package insert. Trends will be evaluated. This is the same event as 1043534-2013-02005, -02006. This report will be updated when investigation is completed. This event occurred in the (B)(4).

Event description:
Allegedly revised due to adverse soft tissue reaction to particle debris. Left side.